Event description:
It was reported that testings carried out last time on (B)(6) 2010 showed a malfunction. As the patient is mentally handicapped, he cannot indicate, if he has hearing sensations and how they sound. Additionally all channels had status hi previously due to ossified cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.